Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a non-tortuous and severely calcified vessel of below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.